Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A patient that was on impella cp was successfully escalated to an impella 5.5 that was inserted via axillary artery in a 74-year-old male patient for acute decompensated heart failure. The patient¿s comorbidities were unknown. The patient did have a massive infarct with known vsd prior to insertion. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. While on support the patient had a map around 70mmhg while on vav ECMO with 4.5 lpm. Impella creates flow around 0.7 lpm with an ao placement signal 133/112 which does not fit to the patient's parameters. The p level on p7 is out of normal range, 0.7 lpm. The physician's theory was that the sensor may have been damaged which could result in a false high ao signal and false low impella flow. The issue was discussed with the perfusionist and physicians with the decision to make regularly echo control of impella and impella flows. The patient ultimately expired on support due to multi organ failure most likely due to the acuity of the clinical presentation

Manufacturer narrative:
D4 (serial) has been updated. D3 (manufacturer fax) & g1 (manufacturer contact fax number) has been added as these were omitted from the initial mw submitted. D10 (concomitant) has been added. Organ failure: the cause of the injury was not determined due to insufficient clinical details. Placement signal issue: the cause of the placement signal issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. Low or blocked pump flow: the cause of the low pump flow issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. Use against labeling: the cause of the use-against-labeling issue was related to intentional contraindicated use, as the presence of a ventricular septal defect (vsd) was known prior to device use. As stated in the impella cp IFU, use of the device is contraindicated in patients with an existing vsd.

Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 health effect clinical/impact codes were updated/corrected and repopulated accordingly.

Manufacturer narrative:
H6 codes updated.